Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the buttons are sticking and skipping. It was reported that there is no water exposure to the pump and no visible damage to keypad but the buttons are worn.